Event description:
Customer called regarding high blood glucose levels, however, during call customer reported that he was hospitalized for low blood glucose levels. It was reported that he delivered insulin into his body and forgot to eat. Customer also stated that he thought he had suspended the pump and then realized that the pump delivered the full 8 units of insulin into his body. Troubleshooting performed and pump appeared to be operating as designed.